Manufacturer narrative:
As reported, during the procedure, the sorbafix enhanced fasteners did not properly fixate after application. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of manufacturing records was performed and found that the device was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per anvisa report (in summary): it was reported that, according to the surgeon, the sorbafix enhanced fasteners did not properly fixate after application during the procedure. Another device was used to complete the procedure. It was confirmed that the product was within its expiration date, with intact packaging and no evidence of improper storage. There was no patient injury.